Manufacturer narrative:
No pre-existing anomaly was detected by checking the manufacturing charts of the lot number. We will submit a final report as soon as the investigation is complete.

Event description:
Knee revision surgery performed on (B)(6) 2024, due to instability. The following liner was removed: physica kr tib. Liner right #4 (part number 6531.54.411, lot number 2106267, sterilization (B)(4) and replaced by physica kr liner (part code 6531.54.416, lot number 2100772, sterilization (B)(4). Previous surgery took place on (B)(6) 2022. The patient is a female, date of birth may (B)(6) 1946. The event happened in the united states.